Event description:
Hemodialysis treatment in 8/2002, only problem during treatment was slight cramping and a prolonged time to stop bleeding from access. Sent home stable. Admitted to hospital the following day with nonspecific weakness. Deteriorated from a cardiovascular perspective and went into shock. Procured etiology at death was a cardiovascualr event. Blood samples from the hospital indicates hemolysis was present.